Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 600 mg/dl. The doctor stated that the insulin pump had a series of alarms in the middle of the night, including several button errors and low battery in the alarm history. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The doctor did not provide any information regarding the hospitalization and advised he would have the customer call back. He declined troubleshooting for high blood glucose and he stated that he thought the button error and low battery issues were likely the cause. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner and cracked reservoir tube lip. Insulin pump was monitored for 48 hours and no unexpected rebooting or resetting noted.